Event description:
It was reported that during an unknown procedure there was an error code "generator failure" while in use with gen11 generator. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to function as intended. No error screen messages were displayed at any time during testing. The handpiece was fully functional and conforming to design specifications.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.